Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and found system showing electrical test failure #52. Fse did the all 3 transducers calibration then checked offset voltages. Then checked the system with demo balloon and trainer it is working fine. All safety, calibration, and functionality checks passed to factory specifications. Released for customer use.

Event description:
N/a.

Event description:
It was reported that during daily routine checks, the cs300 intra-aortic balloon pump (iabp) unit showed electrical test failure #52. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.